Manufacturer narrative:
Correction - additional information received on 12/14/2023: the patient reported the actual readings received within 15 minutes were: 499 mg/dl, either 299 mg/dl or 289 mg/dl, and 180 mg/dl.

Event description:
It was reported the patient received the following results within 15 minutes: 500 mg/dl, 289 mg/dl, and 180 mg/dl.